Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance of the user with the device is affected. 4 months ago the user started to have vomits, vertigo and dizziness after a fitting and is not using the audio processor since then.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Other damages found during investigation are most likely related to explantation surgery. The investigation findings appear to match the content of the patient report. This is a final report.

Event description:
Four months ago the user started to have vomits, vertigo and dizziness after a fitting and is not using the audio processor since then. The user feels the described symptoms only with the device in use. The patient has been re-implanted on (B)(6) 2018.